Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previous medwatches submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was observed to have white boxes and white lines on the display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.